Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the rep was unable to perform a lead connection check on a rechargeable ins that had been programmed with the new dbs clinician tablet. An impedance check was done to verify system integrity. The rep attached an image to the report which indicated the programmer displayed an "icon: ins in the box" error message. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An "ins in the box" error message was initially displayed. Additional information received from a rep indicated the programmer was used to clear the error screen.

Event description:
Additional information was received from the rep. It was reported the cause of the issue was unknown. It was also reported that an impedance check was performed to confirm the integrity of the system. No further complications were reported.

Manufacturer narrative:
Concomitant medical prodcuts: product ID 37642, serial# (B)(4), product type programmer patient. If information is provided in the future, a supplemental report will be issued.